Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected drive count or time values or changes incorrect for moving or coasting error noted. Motor was tested outside device and passed. The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose, insulin pump alarmed pump error and leaks of insulin on reservoir. The customers blood glucose level at the time of incidence was 481 mg/dl and 508 mg/dl the customer was able to clear the alarm but unable to complete the rewind. Troubleshoot was done but issue was not resolved. The insulin pump will be returned for analysis.